Manufacturer narrative:
Device evaluated by MFR: the returned device was an angiojet solent omni thrombectomy device with no other devices. The pump, shaft, and tip were microscopically examined and it was observed there was a crack in the male connector that is connected to the pump. Functional testing showed a ¿check saline ¿error. And that it was leaking from where there is a crack in the male connector. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the iliac artery. The catheter was primed and power pulse was performed. Aspiration was initiated inside the body for 152 seconds. The machine then stopped working and it was re primed. When priming for the second time, it was noticed that there was saline spraying from the plastic ¿pump bulb¿ on every pump and a significant amount of saline was leaking from the set at the site of the pump mechanism. Error messages to re prime first, then saline supply error, then to reload another catheter were displayed. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the iliac artery. The catheter was primed and power pulse was performed. Aspiration was initiated inside the body for 152 seconds. The machine then stopped working and it was re primed. When priming for the second time, it was noticed that there was saline spraying from the plastic ¿pump bulb¿ on every pump and a significant amount of saline was leaking from the set at the site of the pump mechanism. Error messages to re prime first, then saline supply error, then to reload another catheter were displayed. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable.